Manufacturer narrative:
Onetrack #(B)(4). The investigation has been started since the complaint was received as following: 1. DHR review: the DHR of the reported lot 3000384703 has been reviewed. There¿s no deficiency identified from production relevant to the acrobat-I stabilizer suction failure prior to this complaint. All the products had been performed 100% visual inspection and vacuum leak test during production. They all passed the visual inspection and vacuum leak test, which demonstrate the sufficient vacuum was obtained; the baffle seal had been sealed completely and was able to lift the weight. 2. In the 12 months from event date (B)(6) 2023 to (B)(6) 2024, the occurrence rate is approx. 0.017% which is under anticipated rate. There¿s no similar complaint reported from this lot 3000384703. 3. The reported device was received on jun 11th 2024, the following evaluations have been conducted: 1). Visual inspection: the reported device was visually inspected and no physical deficiency was observed, and no indication of adjusting or bending for the foot of the stabilizer was observed. 2). Suction functional test (leak test) was performed following labeling instructions with correct connection and vacuum pressure 400mmhg, the test result indicated sub-baffle can lift the weight and can keep at least 10s, which indicated suction is well performed. There is no abnormal indicated for the returned device based on the tests, the failure mode that customer reported was not confirmed. 3) customer feedback indicated the connection of the devices, and the vacuum source were working normal when the issue occurred. However, reviewing the feature of the foot for returned device indicated there is no bending or adjusting for conform to the feature of the heart. IFU suggested ¿gently shape the malleable stabilizer foot as desired to conform to the heart without bending the feet beyond 25 degrees in any direction.¿, it is probable that the suction foot was not well shaped to match with the heart during customer using, and resulted in suction abnormal. In summary, there is no manufacturing or product defect indicated to cause or contribute to the reported failure based on the evaluation. It is probable that the suction foot was not well shaped to match with the heart during customer using, and resulted in suction abnormal. The failure mode has been covered in risk management file, the IFU ¿warning and precautions¿ also requested to "perform the anastomosis only when the stabilizer foot is properly seated on epicardium and adequate stabilization of surgical site is achieved", so this failure mode will always be detected prior to using on a patient or during setup of the device, there is no impact to patient. So no fca is needed. The trending will be monitored continuously.

Event description:
In the process of off pump coronary artery bypass surgery,after thoracotomy was completed and cardiac stabilization system was installed, it was found that the suction cup could not adsorb the heart in the tissue, and repeated attempts failed to adsorb and fix it. Therefore, a new cardiac stabilization system (maquet) was replaced, and the replaced cardiac stabilization system was used normally, and the operation was successfully completed without any harm to the patient.